Event description:
The customer reported that pt approx 5 minutes and became hypotensive. He was without a pulse or respirations. CPR initiated. Transported to hosp via ems. Intubated with pulse and remained unresponsive. Remains unresponsive as of report date.